Event description:
Asr revision, left, asr xl, reason(s) for revision: pain / noise.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Depuy still considers this case closed to CAPA.

Event description:
Asr revision, left, asr xl, reason(s) for revision: pain / noise. Update received: 10th june 2014 - amended implant date: (B)(6) 2006. Update 19 feb 2015 - corrected the implant date back to (B)(6) 2007 as the change to (B)(6) 2006 is not possible as it is before the manufacturing date of the products. (Dr 19.02.15) update - added all expiry dates, previously missed. On 4th march 2015

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Depuy still considers this case closed to CAPA.

Event description:
Asr revision: left asr xl. Reason(s) for revision: pain / noise. Update received: (B)(6) 2014 - amended implant date: (B)(6) 2006.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Depuy still considers this case closed to CAPA.

Event description:
Asr revision, left, asr xl, reason(s) for revision: pain / noise. Update received: 10th june 2014 - amended implant date: (B)(6) 2006. Update 19 feb 2015 - corrected the implant date back to (B)(6) 2007 as the change to (B)(6) 2006 is not possible as it is before the manufacturing date of the products. (Dr 19.02.15)

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. This complaint is still under investigation.